Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the tip of a polarstem modular head for 21000662 cracked. All pieces were accounted for. The procedure was completed, without any delay, using the same device. The device used in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that there is a fracture at the proximal part of the device and a piece was chipped off. The chipped off piece is missing. Furthermore, there are signs of wear such as scratches and dents. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional similar complaint reported for the same batch, and 48 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a thr surgery, the tip of a polarstem modular head for 21000662. Cracked. All pieces were accounted for. The procedure was completed, without any delay, using the same device. Patient was not harmed as consequence of this problem.